Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Changing your pod. Chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package. For: omnipod insulin management system ¿ user guidemodel: ust400. 17845-5a-aw rev b 09/17.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 24 and 36 hours. While the patient had gone to a scheduled appointment with their urologist a full urine panel was done in which found the patients blood glucose levels in urine were over 1,000 mg/dl. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient applied a new pod.